Event description:
During a 28mm amplatzer amulet procedure a small pericardial effusion was seen. A pericardial puncture was performed. The acp2 remained implanted as the position of device was perfect. It is not clear if this was related to the acp2 or 12f amplatzer torqvue 45x45 delivery catheter. The patient was on heavy anticoagulation and this was thought to be a possible contributor.

Manufacturer narrative:
St. Jude medical could not evaluate the 12f tv45x45 involved in this incident since it was not returned to us for analysis. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.